Manufacturer narrative:
This report is submitted on september 05, 2018, (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced recurrent infections at the abutment site. Subsequently, the patient underwent revision surgery (date not reported) in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.

Manufacturer narrative:
Correction: the patient was not converted to a subcutaneous baha implant system as previously reported. It was reported that the internal fixture could not be used to site a magnet due to a broken abutment and therefore the patient was reimplanted on the contralateral side. This report is submitted on september 25, 2018.